Event description:
Found device malfunction during a treadmill test. Malfunctioned with t wave overstepping persisted even after reprogramming. History of ICD placement for prophylaxis against sudden cardiac death. Admitted for recurrent ventricular tachycardia with plans for vt ablation and extraction and insertion of new ventricular defibrillation lead. Lead was applied to ICD generator device and tested with 10 joules of electric energy without difficulty. Medtronic lead was removed and replaced with st jude new ICD lead.